Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited noise, and increased thresholds. There was also low impedance noted in the bipolar configuration. Isometrics were performed and no noise reproduction was noted. The pt¿s device was programmed with auto capture (ac) on, and it was found to be in retry at this recent device check. There was also oversensing, but no loss of capture was noted as a result. The boston scientific sales rep (sr) consulted boston scientific technical services (ts) and asked if it was ok to turn the ac off and monitor. Ts stated if there was a fracture on this lead, it would be seen in both configurations eventually. To date, no adverse pt effects have been reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Manufacturer narrative:
The performance of the device under complaint was scrutinized, including a visual and mechanical inspection. The analysis of the lead demonstrated multiple signs of abrasion. A rubbed through insulation in the distal part of the lead was found. This insulation damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Cuttings in the insulation were confirmed which occured most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.